Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration and manufacture dates were reported as unknown on the initial report. Both fields have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a knee arthroscopy the 4.0mm multiblade plus 5k had metal abrasion. It was not with the first randoms of the blade. Fragments were generated and could not be retrieved from the patient´s body. Lavage was performed. 2 minutes delay reported. The complaint device was received and evaluated. The inner and outer sleeves were separated and inspected for any visual defects that may contribute to the complaint condition. The device had signs of friction and striation marks of wear on the surface of the distal end of the inner blade and inside the outer. The picture provided by the customer showed metal shavings in the tissue. Based on device condition received, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number:m2003061, and no nonconformances were identified. The possible root cause for reported failure can be attributed to blade wear and degradation, as per IFU; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, a hand piece used in this procedure where the blade is assembled was not received for evaluation, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown; therefore, the exp date was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that the 4.0mm multiblade plus 5pk device had metal abrasion which were not with the first "random" of the blade. Fragments were generated and could not be retrieved from the patient's body. Lavage was performed. It was reported that there was a two minute delay in the procedure. No additional information was provided.